Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during fourth inflation, the balloon ruptured. The device has been removed and completed with another of same device. There were no patient complications.